Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump under delivered. It was reported that the pump alarmed low volume and displayed that 1.5 ml remained. Per reporter when patient brought pump back during next treatment, the cassette bag had an unspecified volume remaining. No adverse patient effects were reported. Per reporter no further information was available.